Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a .014¿ forte guidewire was used for functional testing. The guidewire was advanced into the distal tip and protruded through a tear in the inner shaft and balloon. Magnified inspection of the distal end of the catheter revealed a longitudinal tear in the inner shaft and balloon. The tear began at the proximal end of the tip and extended to the distal edge of the distal markerband. The tear may be consistent with interaction with the calcification within the target lesion or a guidewire, product mandrel, or sharp object ripping through the distal end of the device. Inspection of the material in the area of the tear presented no evidence of any material or manufacturing deficiencies contributing to the damage of the device. The tear contributed to the inability to inflate the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via upper arm using a non bsc introducer sheath. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left external iliac artery. After a non bsc guidewire crossed the lesion, a 4.0mmx30mmx143cm quantum apex¿ balloon catheter was used to predilate the lesion. During the first inflation it was noticed that the pressure would not rise, the balloon had ruptured at 1 atmosphere. The device was removed from the patient and the procedure was completed using a 4.0x20 coyote balloon catheter. There were no patient complications reported and the patients status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via upper arm using a non bsc introducer sheath. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left external iliac artery. After a non bsc guidewire crossed the lesion, a 4.0mmx30mmx143cm quantum apex¿ balloon catheter was used to predilate the lesion. During the first inflation, it was noticed that the pressure would not rise, the balloon had ruptured at 1 atmosphere. The device was removed from the patient and the procedure was completed using a 4.0x20 coyote balloon catheter. There were no patient complications reported and the patients status was good.